Event description:
It was reported event occurred during a revision procedure for a thoracolumbar spine locking plate at l4. The patient was originally implanted with four screws and a plate on (B)(6) 2013. The patient returned to the doctor complaining of radicular pain on an unknown date. X-rays taken at that time indicated that one screw was out of position. Revision was needed because one screw was mal-positioned. During the revision surgery on (B)(6) 2013, the surgeon was planning to remove two of the four screws. The misaligned screw was removed without incident. Removal of the second screw was unsuccessful using the standard instrument. A removal set was then used during a second attempt to remove the second screw. During the second attempted removal the instrument handle broke or sheared due to excessive torque and the screw still could not be removed. The second screw, identified as a superior posterior screw, was then left in place. The surgeon reported there were no instrument or part fragments remaining in patient after the failed removal attempts and instrument breakage. Three screws and the plate remain implanted in patient. The surgeon reported the patient's radicular pain has subsided with removal of the misaligned screw. The patient is reportedly recovering well. This report is for the broken handle with quick coupling device. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient ID/case # (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that there were scratches and rub marks on the surface. There is no heat treat or hardness requirement for the shaft material, as a result the hardness was not checked. These are consistent with normal use in the field. Device was used for treatment, not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
A review of device history records was performed and there were no anomalies which could have caused or contributed to this complaint. All other device history records indicate the product was manufactured to specifications. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. The date of implant/explant was reported in error. This is an instrument that is not implanted/explanted.